Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was not confirmed whether the auto mode feature was not active at time of high blood glucose event. It was unknown whether the customer was in the emergency room, admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. No further complications were reported. The customer will continue to use the product.